Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer received a contour next ez from a local pharmacy. The units of measure were set to mg/dl instead of mmol/l. The customer recognized this fact. No adverse event is alleged. The customer was advised to return the meter for investigation. A new meter was sent to the customer.

Manufacturer narrative:
Additional information: the customer used contour next test strips from lot # 8gpeb03b during the event. Corrected information: brand name , common device name , expiration date have been updated to reflect the correct product details. Device manufacture date has been updated to reflect the correct device manufacture date based on the test strips information. Method code has been updated to reflect the correct information.

Manufacturer narrative:
Please disregard follow-up # 1 report for 1826988-2018-00198 filed on 09-may-2019, as it was filed inadvertently.